Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the pump correction setting was too low and the bolus size was larger than required. Reportedly, customer discussed pump setting with a healthcare provider prior to changing it. Blood glucose was 93 mg/dl.